Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that adt_epic and pharmacy interfaces were down. A technical support specialist (tss) message delays exceeding the configured 60-minute threshold triggered critical override mode across stations. No clear root cause was found in station logs, but messaging gaps were confirmed at the server level. Alerts on health sight viewer (hsv) continued to indicate delayed/down patient and pharmacy interfaces. Tss was unable to reach the customer after multiple attempts and proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ es server, communication or interface issue impacted four stations, causing patient orders not current errors. The interface experienced downtime and all stations entered critical override mode due to the disruption. However, there were no delay in patient care and no adverse events or injuries reported based on this event.